Manufacturer narrative:
No patient was present. Investigation is currently in progress.

Event description:
A site representative reported an issue with intermittent tracking with a camera on a stealthstation. There was no patient present.